Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the top case was cracked down from tubing guides. The bottom case was broken by back plate mount. During flow testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear. Replaced motor assembly. (UDI) is unknown. No product information has been provided to date.